Event description:
International affiliate has informed us of an event of leakage through the cuff after in use for nine hrs. During suctioning, the hospital noticed a sound from the pt's oral cavity and found leakage. The hosp infused air into the cuff up to 28cmh20. Again the cuff leaked. The user allegedly found that cuff bonding portion became unstuck. It is not known if the prod was tested before use and orally inserted in the pt. No adverse outcome.